Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified anastomotic stenosis. A 4.0mmx40mmx40cm (4f) sterling balloon was advanced for dilation. However, during the first inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.